Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. In conclusion, no equipment problem was found that would have caused or contributed to the event. The program selected included the autostart feature being "on"; therefore, when the two branches of the bipolar instrument came in contact with tissue the unit delivered the electrical output. Presumably the user was not aware of the selected program's properties (specifically the autostart feature being "on"). However, we are unable to determine conclusively if the user error was the direct cause of the patient incident. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator). The esu was used with bipolar forceps manufactured by (B)(4) in a procedure. Settings selected/used were bipolar mode with autostart, 75 watts (program 1). Upon contact with tissue, the forceps activated per the selected settings (note: it appears though the user was not aware of unit's autostart featuring being "on" and did not expect the activation upon tissue contact.). A perforation of the small bowel occurred. It is not known if the perforation was a result of the unexpected activation when the tissue was contacted with the forceps or was a result of other circumstances. No further information was provided in regards to the patient. Note: the generator is a similar unit that is distributed in the u.s. The esu was distributed by our parent company (erbe elektromedizin (B)(4)) to a (B)(6) hospital.

Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device (note: the autostart feature for the unit was "on." Therefore, activation upon tissue contact would occur.). In conclusion, no equipment problem was found that would have caused or contributed to the event. The cause of the incident could not be determined. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator). The esu was used with bipolar forceps manufactured by (B)(4) in a procedure. Upon contact with tissue the forceps activated (note: the activation was not expected.). A perforation of the small bowel occurred. It is not known if the perforation was a result of the unexpected activation when the tissue was contacted with the forceps or was a result of other circumstances. No further information was provided in regards to the patient. Note: the generator is a similar unit that is distributed in the u.s. The esu was distributed by our parent company (erbe elektromedizin (B)(4)) to a (B)(6) hospital.